Event description:
It was reported that (4) devices were used during a vascular procedure. It was reported by the affiliate that the al326 instruments malfunctioned (no further details). Another instrument was used to complete the case. There was no consequence to the pt. Also (1) unused sterile device is being returned for analysis.